Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. Additional event details have been requested. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the videoscope was contaminated. There was no report of patient or user harm associated with the event.